Event description:
The user facility reported that when the doctor pulled back on the sheath to deploy the angio-seal the entire sheath slipped out. The anchor was not visible, and the doctor had to hold manual pressure. There was a concern for the location of the anchor. They thought the anchor might have been retained in the artery, so the tech cut and opened the angio-seal sheath to discover the anchor and all components were intact and in the sheath. No complications were reported, and the patient condition was good. The type of procedure being performed was a diagnostic cardiac angiogram.

Manufacturer narrative:
A2: date of birth: requested, not provided a3b: gender: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: tech the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).